Event description:
Customer reported a secondary zosyn infusion was leaking at the luer locking cannula female luer and primary IV set male luer connection. This was noticed approx 20 minutes after the infusion was started. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.